Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during an endovascular embolization, a 4.5mmd 28mmd enterprise vascular reconstruction device (product code: enc452800, lot number: 99247520 was impeded in the distal end of an unspecified microcatheter (mc) and could not pass through the microcatheter. The doctor only retracted out the stent, the distal end of the stent was found kinked/bent. The doctor switched to a new stent to complete the surgery. The microcatheter was not replaced. There was no patient injury reported. Does surgeon have an extra set of hands to support while flushing aligning the enterprise system was answered as ¿yes¿. Is a push plunge rhv being used was answered as ¿twisted type¿. There was no force needed to remove the delivery wire once impeded, the delivery wire was removed smoothly and the stent was still attached to the delivery wire. Another enterprise stent of a different product code was used. There was no patient injury reported.